Event description:
It was reported that the catheter balloon was difficult to deflate on the next day after use. Although a urologist cut the catheter, the water was not able to be removed. Eventually, the catheter was pulled out of the patient with a balloon inflated.

Manufacturer narrative:
The reported event was confirmed as manufacturing-related. Evaluation found that the inflation lumen beneath the balloon was collapsed which could have caused the non deflation. Subsequent investigation show strong correlation of low rubberize layer in combination with high x-sectional ratio as primary contributor to collapsed lumen failure during usage by user. The device history record was reviewed and found a possible manufacturing issue that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "11) to deflate balloon and remove catheter, insert a luer tip (needleless) syringe in the inflation valve to allow the water drain spontaneously. After balloon deflation, withdraw the catheter while confirming that no resistance is encountered." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the catheter balloon was difficult to deflate on the next day after use. Although a urologist cut the catheter, the water was not able to be removed. Eventually, the catheter was pulled out of the patient with a balloon inflated.